Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. It was unable to perform operating currents, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive button. Device had missing end cap sticker, minor scratches on lcd window, broken belt clip slot and corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer changed the battery and received a battery out limit alarm which could not be cleared. Blood glucose value was 198 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.